Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation(s) : the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a jaw breakage at the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved an instrument with a damaged conductor wire (black cable) at the wrist, while the grip/pitch cable (silver) was intact. The instrument tips were not broken, cracked, or shedding fragments, and no uncontrolled or opposite movements were observed. During surgery, the jaws did not open, but they were neither bent nor misaligned. No material was missing or detached from the portion entering the patient¿s body, and no fragments fell inside. The instrument was removed smoothly through the cannula, and the procedure was completed with a backup instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.